Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 600 mg/dl. Customer was advised to insert the new aaa alkaline battery and display returned. Customer was advised to monitor pump and we will ship a replacement battery cap. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 600 mg/dl. The customer was explained that this is normal behavior and advised to monitor pump. The customer was advised that based on troubleshooting the pump is working as designed. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. Customer was treated for high blood glucose. Customer declined to troubleshoot for high blood glucose.